Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a corroded electronic assembly, motor, and a keypad trace.

Event description:
The customer reported that she went to swim and the insulin pump was exposed to water. Troubleshooting was performed and the device had a constant tone. The batteries were changed but the alarm continued. No further information was provided.